Event description:
Distributor report indicated that the customer experienced an issue with a broken touchscreen on their device, rendering it unreadable and unresponsive. There was no information available regarding the customer's blood glucose levels at the time of the incident, and no adverse impact was reported. The distributor planned to return the device by january 26, 2026, and a replacement pump with serial number 1515394 was provided to the customer.